Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced hyperglycemia event on (B)(6) 2025. The infusion set was in use for 4 days and the insertion site was abdomen.the blood glucose level was 350 mg/dl at the time of event and the patient got treated with manual injection.the patient was positive for ketones and the results were 3 mmol/l. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . Upon investigation of the event description and assigned malfunction code misuse. Malfunction code not on list, it has been determined the complaint does not allege a product malfunction has occurred while the product was being used as intended. Therefore, no further investigation is required. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Root cause of problem: no further root cause investigation is required as the complaint does not allege a product malfunction and no specific lot number was identified, which limits the ability to trace or analyze a particular item. Corrective action as a result of the investigation: as no root cause investigation was required, no CAPA plan is applicable. The record will be closed with no further actions. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.